Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: evaluation of the returned photographs confirmed damage at the base of the tube. Although it is states that little sample remained in the tube after centrifugation there is no comment of low draw prior to the defect being identified. It is unclear how the tube filled sufficiently if the damage had been present prior to the draw as the vacuum would have been depleted. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic lithium heparin tube with green bd hemogard¿ closure had a crack in the bottom of the tube leaked during centrifugation. No injury or medical intervention reported.